Event description:
It was reported the patient complained of having to recharge the scs ipg more frequently. The patient stated when she first had the ipg the recharge time used to be 45 minutes but than the charge time increased to 1.5 to 2 hours. Consequently, the patient's scs ipg was replaced with a new one.